Event description:
It was reported that a patient presented in clinic for a device check. The implantable cardioverter defibrillator exhibited episodes of non-sustained right ventricular oversensing due to oversensing during the capacitor maintenance check. The device was reprogrammed to resolve the issue. No patient symptoms were reported and the patient will continue to be monitored.